Event description:
Bilateral patient. Litigation alleges that patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. (B)(6) 2012; plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 5/27/2014 - medical records received for right hip revision surgery. Dob identified. The information received does not change the MDR decision. This complaint was updated on: 06/23/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 4/3/2015- medical records received. Upon revision, cloudy grayish white fluid and metal debris were noted. The information received does not change the MDR decision. This complaint was updated on 04/14/15.